Event description:
Litigation alleges patient suffered pain and discomfort in her left and right hips causing unnecessary and additional surgeries, emotional distress, metallosis exposure and other injuries presently undiagnosed as a result of the implanted devices.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Added/corrected: brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 patient has been revised to address instability and cup loosening.